Event description:
It was reported by service report that the power cord was missing the ground pin and the left head side rail was stuck. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Ground pin. Siderail glide rods. This issue was resolved for the customer by cleaning and lubricating the guide rods and verifying the bed was operating per specification.